Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: 1. Please clarify any patient consequences? 2. Was there any additional tissue damage as a result of searching for the needle piece? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2024 and suture was used. During the procedure, the doctor inserted the suture into the abdominal cavity from the puncture sheath during the surgery. However, no needle was seen after the suture entered. After searching, the needle was inside the puncture sheath and the problem of pulling off suture needle happened. The doctor promptly took out the needle and stored it properly, and then opened a new suture. Normal use after replacing with new suture. No adverse patient consequences were reported. Additional information was requested.